Event description:
Reporter alleged the information on the test strip label that is used with the blood glucose monitoring device is rubbed off. Reporter stated some of the test ranges are missing. Reporter indicated no actions were taken and no treatment was received as a result of the alleged event. A request was made for the return of the suspect device and replacement product was sent.